Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed in the laboratory. Visual inspection noted insulation abrasion between 21.5cm and 21.7cm from the connector pin. The is-1 proximal cable was exposed and the etfe coating on one of the cables was abraded. The insulation abrasion found is characteristic of friction to the ICD can.

Event description:
It was reported that the lead was explanted due to noise.